Event description:
It was reported that the patients right ventricular (rv) lead began to exhibit rising threshold levels. An x-ray was done and the lead looked to be in the same position but, a microdislodgement is suspected. The lead was removed and a new lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).